Event description:
It was reported that during an unknown procedure, the device was hard to load, unfired staples in the jaws. When attempted to reload it would not open. Test fired off the sterile field and noted that the device misfired. No additional information available at this time. No harm or injury to patient. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4). Pinion axle. The analysis results found that the ets45 device was received with the firing mechanism damaged and with a white reload present. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).